Manufacturer narrative:
Qn#(B)(4). Results of the investigation are pending.

Event description:
The customer alleges that the device was kinked. The customer discovered that the tube was not moving air. Intervention - the tube was removed and the patient was re-intubated. No patient injury/harm reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. Photos were provided by the customer. The pictures did not show the lot number, also the quarter code on the tube could not be identified. The tracheal tube for laser surgery showed signs of usage and contamination. The tube on the images is kinked approx. 180mm from the machine end tip. Because the actual sample was not returned for evaluation, the complaint could not be confirmed. The actual sample is needed to conduct a proper investigation. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the device was kinked. The customer discovered that the tube was not moving air. Intervention - the tube was removed and the patient was re-intubated. No patient injury/harm reported.